Event description:
It was reported that while using the bd plastipak¿ syringes the rubber stopper detaches. The following was received by the initial reporter: incident was happened with 50cc plastipak - staff is finding difficulty in pulling the plunger to aspirate the medicine/fluid or even ns in syringe. They said its very hard to operate the plunger while using this syringe and sometimes it also ditach from rubber stopper when we try forcefully to pull out the plunger.

Manufacturer narrative:
H.6. Investigation summary: no physical samples that display the reported condition were available for investigation. Several photos were provided which show the stopper is separated from the plunger, which was reported to have occurred after forcefully pulling the plunger. A device history review was performed for reported lot 2302013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to in order to help ease the movement of the plunger and stopper. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, all stoppers were verified to be properly assembled, and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using the bd plastipak¿ syringes the rubber stopper detaches. The following was received by the initial reporter: incident was happened with 50cc plastipak - staff is finding difficulty in pulling the plunger to aspirate the medicine/fluid or even ns in syringe. They said its very hard to operate the plunger while using this syringe and sometimes it also ditach from rubber stopper when we try forcefully to pull out the plunger.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.